Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg had issues communicating during a lead revision procedure (related manufacturer reference number 3006705815-2020-33518). The ipg was placed into surgery mode prior to procedure. Troubleshooting steps were taken, but the ipg would not connect. As a result, the ipg was explanted and replaced. The patient has effective therapy post operatively.